Manufacturer narrative:
The equipment was evaluated days before the complaint event. Field service was performed on 27jul2018 to address customer complaint of intermittent weak reflux during surgery. The problem was not duplicated during service call. All functional tests passed within specification on 27jul2018. The adverse event occurred on (B)(6) 2018. The plant evaluation has been completed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The trend review performed indicates that the product is within control limits. Since the product evaluation results stated that all functional tests passed within specification, the root cause of issue described in the complaint description is unknown/inconclusive.

Event description:
User facility in singapore reported a failure to activate of the reflux function during irrigation/aspiration (I/a), causing the patient's anterior capsule to be caught in the port of the I/a handpiece. The doctor reported that despite multiple attempts to activate reflux, nothing happened. The scrub nurse was then instructed to manually milk the aspiration tubing towards to eye. Next, the aspiration line was disconnected from the I/a handpiece and a cannula on a syringe of balanced salt solution was connected to the I/a handpiece aspiration port and flushed from the top. All the above attempts to dislodge the captured capsule was unsuccessful. The surgeon commented she still felt like there was active suction even though she was not stepping on the foot pedal and even after aspiration line was disconnected from the ia handpiece. The surgeon manually dislodged the anterior capsule from the handpiece by cutting with a utrata. The patient's posterior capsule was ruptured and vitreous entered the anterior chamber. An anterior vitrectomy was completed and the lens was switched from pc iol to ac iol. This required enlargement of the incision and four sutures (three on main incision and one on the secondary incision). Anterior chamber hyphema noted during post-op. Pre-op visual acuity: 6/15. Post-op visual acuity: hand movement.

Manufacturer narrative:
Additional field service was performed on 31aug2018. The reported problem was not duplicated and all functional tests passed within specification. The investigation is complete.